Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information available from the article, the cause of the reported knotted lock line was unable to be determined. The observed jammed lock line was a result of the reported knotted lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "step-by-step bailout for mitraclip lock line stuck due to a knot" was reviewed. The article presented a case study, to review a second procedure that resulted in the inability to remove the lock line. Devices mentioned included mitraclip. The article concluded the importance of inspecting the lock line before withdrawal and demonstrates a safe bailout technique when entrapment occurs. [The primary author and corresponding author was yuta kobayashi at sendai kousei hospital institution with corresponding email kobayashiyuta1989@yahoo.co.jp]. The date of the procedure was not provided. A total of one patient was included in this study, of which one patient received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included prior mitraclip procedure. (B)(4), unk mitraclip intraprocedural complications included, unable to remove lock line, knot on the lock line.